Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No problems or issues were identified during this device history review. A sample was received for evaluation. Samples were received in decontaminated, inside of a plastic bag without their original packaging. The samples were visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. Visual inspection detected an extension that did not belong to manufacturer. During functional testing, a leak from the side of the filter was detected in its housing, thus, the failure mode reported is confirmed. The procedure was reviewed in order to verify for conditions that could create leak issues during the use. A supplier corrective action request was opened to address the leaking in filter failure mode. The supplier provided the root cause; the failure was caused by the manufacturing process. Solutions containing high levels of surfactants may cause fluid leakage through the air vent passage of the filter.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, leaking was noted at the filters. No patient consequences were reported. No adverse effects were reported.